Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead had to be repositioned several times to find a good location with good thresholds. During pocket closure, the atrial thresholds rose and the physician noticed that there was less slack in the lead, the lead was explanted, the physician noted a pericardial abnormality on fluoro and suspected a perforation. An echo revealed a pericardial effusion so the physician extracted the ra and rv lead and the device. The physician performed pericardiocentesis, but was unable to stop the bleeding. The patient was admitted for surgery and the perforation was sutured. The patient was in stable condition and re-implanted with new system.